Event description:
It was reported that a malfunction occurred on a customer's insulin pump, with the malfunction being identified as code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after confirming the code did not recur, arranged for a one-time pump replacement. The customer was instructed on returning the faulty pump and received guidance on programming and connecting their continuous glucose monitor to the new equipment.